Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of paenibacillus species in the air/water channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100 colony forming units (cfus) of serratia marcescens. The scope was re-washed and new cultures showed increased growth of 150 cfus of serratia marcescens. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes, it was found that the rinse water quality was not controlled. The device was evaluated and dirt/foreign material was observed on the objective lens. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip. Cfu: no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: forceps and suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 1 cfu/ml. Bacterial identification: paenibacillus species. Sampling date: (B)(6) 2024. Sampling from: sub-water supply channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It was found, however, that the facility did not control the rinse water quality per the ify recommendations. Additionally, a definitive root cause of the observed dirt/foreign material on the objective lens could not be determined, as no deformation was observed that might result in the retention of foreign material and no deviations were found in the reprocessing procedures for the objective lens area, however, the issue was likely the result of user handling and or insufficient device cleaning/reprocessing. The following is included in the device IFU: the an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. Olympus will continue to monitor field performance for this device.